Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips, which gave satisfactory performance. All blood readings obtained during in-house testing were properly stored in meter's memory. Additionally, a device history record for the suspected contour next one meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter,so personal information was not entered. No information was captured as the customer's age and weight were not provided. This event is related to MDR # 1810909-2019-00466.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.